Event description:
The customer reported that during an adrenalectomy, the jaws of the device would no longer open. No additional info is available as to how the device was removed from tissue. Another device was used to complete the procedure without incident. There was no bleeding and no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.